Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the retained cartridge was evaluated by product analysis on 07/17/2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 27 mmol/l with nausea, dehydration and small ketones. The reporter indicated that there were multiple occlusion alarms associated with the elevated blood glucose levels. Upon review of the event, the reporter indicated correct use of the infusion set however indicated that the cartridge was not being use per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia related to the incorrect use of the cartridge device.